Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium, potassium, and chloride results on their c501 analyzer. The customer stated they received ise noise errors. The customer then primed, calibrated, and ran quality control without error. After the quality control recovered within range, the customer ran patient samples. The customer stated there were two patients with negative anion gaps. The samples were repeated on another c501 analyzer. The repeat co2 results were close, but the repeat ise results were not close. The customer stated that the discrepant results for one of the patients were reported outside the laboratory, but did not know which one of the patients was reported. The results were corrected prior to any diagnosis or treatment. The customer provided data for two discrepant sodium results and one discrepant chloride result. The first patient's initial sodium result was 117 mmol/l and chloride result was 119 mmol/l. The repeat sodium result was 138 mmol/l and chloride result was 97 mmol/l. The second patient's initial sodium result was 136 mmol/l. The repeat sodium result was 146 mmol/l. There were no adverse events. The sodium and chloride electrode lot numbers and expiration dates were requested but not provided. The field service representative found a fluidics failure of the reference electrode. He replaced the reference electrode. Ise checks and operation checks were good. The customer performed calibration and quality control with all results within their defined limits. The customer performed a precision check.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.